Event description:
A healthcare service provider in (B)(6) reported via a fisher & paykel healthcare representative that an rt114 breathing circuit "was melted at the distance end." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.